Event description:
It was reported that a pump was programmed to infuse saline, and did not alarm for an occlusion when the slide clamp was closed (programmed amount and delivery rate unknown). The customer stated that the pump was tested and did not alarm for an occlusion when the slide clamp was closed. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question. An upstream occlusion test was performed per the sigma preventive maintenance procedure with the unit passing. An additional upstream occlusion test was performed using suspected event parameters, while occluding the IV set at 1 inch above the tubing channel with the unit detecting each separately created occlusion. The device history log found that on the reported date of the event, an air-in-line alarm was observed. When a pump alarms for air-in-line, the user is notified that an upstream occlusion may exist. It is possible that the pump alarmed for air-in-line when an upstream occlusion occurred.